Manufacturer narrative:
The spacer has not returned for evaluation as it remains in situ. A radiographic image was provided which confirms the event. The spacer has migrated posteriorly. A review of the device history records showed no manufacturing or processing related irregularities. Based on the information provided, the root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
A patient underwent a spinal procedure on (B)(6) 2026. At the 2-month postoperative visit, radiographic images revealed that the interbody spacer at l5/s1 had migrated. No revision surgery is planned.